Event description:
General report of undocumented incidences of delay of vasopressor therapy during alarm condition reported. There have been approx 6 incidences of problems when pumps have alarmed. Troubleshooting was done by the clinicians, and after several attempts, they are then able to resume infusion. No documentation of specific pt info is available, but when the alarms occur and nurses are troubleshooting, pts that are on vasopressor therapy experience a drop in blood pressure down to 30-70mmhg systolic and the pt may become bradycardiac. The nurse then gives a bolus of medication to elevate the blood pressure (sometimes up to 200 systolic). No arrest situations have occurred because of this problem and no pt harm reported.